Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for gi bleeding with black stools. The patient was hospitalized, unspecified changes to medications were made, and the patient received a blood transfusion.

Manufacturer narrative:
The previous gi bleeding events were reported under medwatch MFR#s 2916596-2015-00738 and 2916596-2015-01064. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.